Manufacturer narrative:
Evaluation summary: in general, the density of the bone as well as size of the initial pilot hole would affect the amount of force/torque required to insert the bone. No devices or photos were received; therefore, the condition of the components is unknown. With the information provided, the exact root cause of the complaint cannot be determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
The surgeon is experiencing difficulty advancing the trilogy 6.5mm screws into the patient. Some screws have broken during use in the past. Specific event details are unknown.